Manufacturer narrative:
Summary of evaluation: the acetabular component cannot be evaluated for the reported wear as it has not been returned for evaluation, but rather retained by the pt.

Event description:
Reporter states, "the femoral head and acetabular component were removed due to poly wear and replaced."